Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had fallen about two weeks prior to the report. The patient clarified that there was no overexertion, just some ¿light falling on the floor.¿ the patient reported that the device was not working on the left side of their back. The patient clarified that they had a loss of therapy on the left side of their back. The patient wanted to meet with a manufacturer representative to have their implant evaluated. No further complications are anticipated.